Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Title electromagnetic navigational bronchoscopy: a safe and effective method for fiducial marker placement in lung cancer patients source the american surgeon. Volume 81 pages 659-662. Date of publication: july 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, the safety and effectiveness of enb when used in fiducial marker placement. Sixty-four patients in this study had a total of 68 lung lesions. 190 fiducial markers in these lesions. All fiducials placed were divided into two groups, those placed in the upper lobes and those placed in their middle and lower lobes. There were three (5%) unplanned hospital admissions; two patients with upper lobe markers and one patient with a lower lobe marker. One patient from each group (3%) suffered from respiratory failure and two patients (3%) with markers placed in the upper lobes developed a pneumothorax.